Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. A device history record (DHR) review could not be performed as the meter serial number was not provided. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged inaccuracy issue began one year prior to contacting lfs; exact date and time not reported. The patient reported obtaining blood glucose readings of "163, 133, 196, 252 and 102 mg/dl" with the subject meter and results of "131, 112, 161, 186 and 64" on the cgm device, performed within an unknown time of each other. The patient manages his diabetes with lantus and humalog insulin. In response to the alleged issue, the patient reported taking more insulin than usual (type and dose not reported). The patient claimed that an unknown time after the alleged issue began, he developed symptom of "sweating," but denied receiving any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.